Manufacturer narrative:
Concomitant medical products: product ID: 3023, serial#: (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a patient loss or change in therapy. The patient stated their implantable neurostimulator (ins) stopped working 5 years ago and no healthcare provider (hcp) will remove it, due to the patient's poor health. The patient was initially implanted to help with the patient's pain and urinary issues. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.